Manufacturer narrative:
Correction on e2;g2-added health professional: this device was evaluated and repaired through the service repair process. Based on the findings, service was unable to determine the probable cause of the reported issue. Performed calibration and pm, syringe driver operating as expected. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 30may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue

Event description:
It was reported by the customer that the device syringe size will not calibrate. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer, that the device the syringe size will not calibrate. There was no additional information provided. And no patient involvement.

Manufacturer narrative:
The affected product has been received. And the investigation is pending. A follow up report will be submitted, once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device the syringe size will not calibrate. There was no additional information provided and no patient involvement.